Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly during testing. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No unexpected power loss anomaly or blank display noted. Device uploaded properly using carelink. Device had scratched case, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 500 mg/dl. The customer experienced symptoms such as nausea and vomiting and abdominal pain and difficulty breathing. The customer was treated with manual injection and insulin drip. Customer stated that insulin pump was turn off without alarm. The device will be returned for analysis.